Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 71 months due to "pump malfunction possible." The pt was experiencing return of spasticity. The hcp reported that the catheter was patent. Pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.